Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed. A filed service engineer confirmed that customer resolve the issue by recovering the drawer. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 3.1 and 3.2 were repeatedly failed, required time-consuming reboots to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.